Manufacturer narrative:
Analysis results were not available as the product was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that, during the operation, nerve monitoring endotracheal tube was used and air leakage of endotracheal balloon was found. The tube was removed and the procedure was completed without using nerve monitoring endotracheal tube. There was a surgical delay of 15 mins. There was no patient impact. Product will not be returned as it was discarded by the customer. On follow-up, it was reported that the event occurred during a laparoscopic thyroid surgery. It was a normal intubation with no diff iculties. After the initial intubation, a bite block was used to secure the device and protect the tube. Air was used to inflate the cuff. There was no obvious evidence of the leak when trying to inflate the cuff during intubation.